Event description:
On (B) (6) 2010, patient implant of a 28-16-135bl bifurcated device, a 28-28-75l proximal extension and a 28-28-95rl suprarenal proximal extension. An intraoperative proximal type I endoleak was noted. Two palmaz stent were placed and the type I endoleak was resolved. There was still a slight proximal type ii junction leak that will be monitored.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.